Manufacturer narrative:
Review of the most recent repair record determined the device was not cutting evenly; the depth bar was loose; however, the repair was not completed because the repair is pending customer approval. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that device wouldn't take skin off evenly. There was no harm or delay reported. No further information was received from following up with the customer. No adverse events were reported as a result of this malfunction.